Event description:
It was reported that there were multiple pump motor stalls. This was confirmed in the event logs. The first three recorded motor stalls recovered; however, the 4th motor stall did not. A tube set message was confirmed on (B)(6) 2010. No patient symptoms were reported. Per the reporter, the healthcare provider was planning to prescribe oral pain meds and replace the pump. The pump used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).